Event description:
The facility initially reported iris burns in phaco mode in three cases, and surgeon cancelled another case before surgery until the machine could be evaluated. Since they had saved the phaco tips, they were willing to return them for evaluation. Additional information received from surgeon on 11/8/2006 stated a fourth corneal burn had occurred. Two were very small and two needed sutures. All patients are doing well, with no further complications. He did cancel a fifth case, as he did not want to chance another burn. The surgeon only had patient information for the two cases with sutures. He declined to complete the questionnaires. This report is being submitted as manufacturer report number 2028159-2006-00381 the other manufacturer report numbers are: MDR# 2028159-2006-00379 MDR# 2028159-2006-00380 MDR# 2028159-2006-00382

Manufacturer narrative:
A company service rep checked the system and found it to meet performance specifications. The customer was provided additional information regarding possible causes of thermal injuries. Phaco tips have not been received for investigation and root cause analysis to date.